Event description:
It was reported that this right ventricular (rv) lead had a fracture which required surgical intervention to implant a new rv lead. No additional adverse patient effects were reported. This lead was surgically abandoned and remains implanted.

Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of cause not established as this product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had a fracture which required surgical intervention to implant a new rv lead. No additional adverse patient effects were reported. This lead was surgically abandoned and remains implanted. This additional report is being submitted to include the investigation conclusion summary.